Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 653 mg/dl and diabetic ketoacidosis. Cause of bg level was not known. Customer administered a manual injection and performed supply changes to address the issue, and went to the emergency room with trace ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.